Manufacturer narrative:
This has been reported on 1818910-2016-24001. This report, will be rejected to avoid duplication.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The femoral impactor broke during surgery.